Event description:
During a ventricular tachycardia ablation procedure, it was reported that the patient suffered a pericardial effusion after perforation. The physician had been ablating for approximately 45 minutes when the effusion was noted on intracardiac echocardiography. The ablation was aborted immediately. Reversed heparin and pericardiocentesis was performed. The patient was stable and was being observed overnight in the ccu. Multiple attempts have been made to request for additional information however no additional information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system: model #: m-5830-01; serial #: (B)(4). Stockert 70 system: model #: m-5463-01; serial #: (B)(4). Cool flow pump: model #: m-5491-02; serial #: (B)(4). Soundstar: model #: m-5723-05; serial #: (B)(4). (B)(4).